Manufacturer narrative:
Device not returned.

Event description:
Plaintiff implanted with t-sling cal-ts10 on (B)(6) 2007. Mesh removal occurred on (B)(6) 2007. Patient's legal representative stated erosion of sling through the anterior vaginal mucosa.